Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the controller revealed that the device met specifications; the unit passed visual examination and functional testing. Log file analysis showed multiple premature battery switching events. The most likely root cause of the premature power switching events can be attributed to a communication error between the controller and batteries. This is considered an incidental finding not related to the event. The reported event could not be confirmed as log file analysis did not reveal critical battery alarms. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller emits a critical battery alarm with fully charged batteries connected. The controller was exchanged with no reported patient consequences. No further information was provided.